Manufacturer narrative:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was 4.4 mmol/l. Customer also stated that the top of reservoir was cracked. The device will be returned for analysis.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was 4.4 mmol/l. Customer also stated that the top of reservoir was cracked. The device will be returned for analysis.